Event description:
It was reported that the customer's pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery had been suspended due to the alarm, and technical support intervened by providing instructions to remove obstructions from the pump and attempt to resolve the issue by cleaning the speaker holes and replacing the cartridge. Despite these efforts, the alarm persisted after resuming delivery with a new cartridge. As a resolution, technical support arranged for a replacement pump with updated software to be sent to the customer, who was advised on necessary steps before returning the faulty pump. The customer will reach out to a healthcare provider as no backup insulin therapy was available.